Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2022, the patient reported that because of the nature of his job which is in a construction there were times that his tubing gets caught on something and disconnected ripping from his body at the site connector due to stress pulling of the tubing. The site location was left side of patient's abdomen, and the pump was in the right pocket. The infusion had been used for one day and the expiration date of the infusion set was 01-jan-2024. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. Currently, his blood glucose level was 70 mg/dl. No further information available.